Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was in stable condition.

Manufacturer narrative:
The device was returned for evaluation. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). No anomalies upon visual inspection of the header were noted. Electrical and mechanical analysis was performed,and indicated normal device functionality. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. The "device" image shows autocapture enabled when automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient's needs for pacing and thus affect the estimated longevity of the device.